Event description:
Additional information was received indicated that the cause of the service error was due to an underspeed "belt slip" error.

Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. He replaced the roller pump. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed the pump to operate with no "service pump" message throughout the evaluation. Per data log analysis, the complaint indicates the issue occurred on (B)(6) 2019. On that date the pump is started at 03:49:49 am and stopped at 05:21:38 am. There are no indications of a problem on that date. On (B)(6) 2019 the pump did report an underspeed (belt slip) at 5:28:29 am and 10:18:15 am. Normally this would not cause a service error. There was also an unusual number of pump starts and stops on this date.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. The service repair technician (srt) was unable to duplicate the reported complaint observing the pump to operate as intended throughout the evaluation. As per customer, when the pump stopped. He restart the pump and the pump functioned properly. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
After use of the device for a cardiopulmonary bypass (cpb) procedure, the unit displayed a "service" error message. There were no reported adverse consequences to the patient.